Manufacturer narrative:
(B)(4). Corrected data: the root cause of the reported condition of peritonitis was use error- poor aseptic technique. Additional information: a labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of six reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots h11b14129 and h11b04062 with no issues or exceptions noted during the manufacturing process. There were no deviations from standard procedure. The root cause of this incident was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, the home patient(hp) called baxter for assistance with an unrelated issue and reported that he was hospitalized for peritonitis at the time of the call. On (B)(6) 2011, a baxter clinician called the peritoneal dialysis nurse (pdrn) for further information who stated that she was unable to disclose any additional information.